Manufacturer narrative:
Concomitant medical products: c4tr01 ipg, implanted: (B)(6) 2015; 5086mri52 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the electrogram appears to show mirror image oversensing on the atrial and right ventricular leads. There have been numerous short ventricle to ventricle counts and noise on the right ventricular lead. Also noted was significant noise on the atrial channel that appear to be the result of oversensing. The sensitivity on both leads was reprogrammed and the leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient initially presented with "dizzy spells". During the changeout of the device, it was found that both the atrial and right ventricular leads had external insulation damage at the point of venous entry crush. Both leads were explanted and replaced.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. If information is provided in the future, a supplemental report will be issued.